Manufacturer narrative:
An investigation was performed and the following was observed: DHR review: a full review of the device history record for these devices has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specifications. There is no information to suggest that the devices have not met the final release criteria. Video review: additionally review of an in process video taken after loading of the main body and proximal extender devices was reviewed. This video acts as a record that the device meets the inspection requirements for a loaded implant. This video confirmed that the devices were packed into the delivery systems in accordance to company work instruction 211, inspection of packed sg-hbb and sg-hpe devices. Case review: original evar was performed on (B)(6) 2015. The patient had a persistent type 1a endoleak on completion of the procedure and the clinician decided to implant an aorfix proximal cuff. During deployment of the proximal cuff, the distal end of the 56mm long proximal extender landed in the top of the ipsilateral limb. This was related to due to the direction, the cuff had taken over the racing line of the guidewire. The proctor has not seen this happen before. On subsequent angiographic checks, a delayed contrast flow was observed down the contralateral leg indicating that the distal end of the proximal cuff was disturbing flow to the contralateral leg. The patient continued to have a persistent type 1a endoleak. At this point, the clinician decided to explant the aorfix stent grafts via open repair procedure and surgically repair the aneurysm. The explants and delivery systems are not available to return to lombard medical for further investigation. The patient had a 6cm+ abdominal aortic aneurysm and during the open repair procedure, the aaa sac was dissected, the clot removed and the re-sected around the surgical prosthesis. The proximal extender and top of the main body stent graft in place as the main body and proximal cuff where immediately below the renal arteries where the clinician needed to clamp. The main body provided a location to attach the surgical prosthesis. The patient is recovering in ICU. There is no information to suggest malfunction of the implant. The DHR review and video reviews are acceptable, and therefore confirm that all inspection and manufacturing activities met specifications. IFU review: the IFU states within the implant procedure: · inaccurate placement or an inadequate seal zone may result in an increased risk of leakage into the aneurysm or migration of the stent graft. · take extra care in angulated necks not to displace the implant when withdrawing the delivery system. Patient device and selection states: inappropriate patient or device selection may result in poor device performance. Patients should be assessed for suitability by the prescribing physician who should take into account their knowledge of aaa surgery and endovascular aneurysm repair (evar) including but not limited to: · access vessel diameter, vessel morphology and delivery device diameter should be compatible with vascular access techniques (femoral cutdown or percutaneous). Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the device or pose a risk of increased device complications. In patients with narrow access vessels, careful use of dilation, stenting or iliac conduits may allow introduction of the device. Warnings and precautions state · always have a qualified surgery team available during implantation or re-intervention procedures in the event that conversion to open surgical repair is necessary. In this case the clinician chose to convert to open surgical repair instead of performing additional endovascular techniques. Potential adverse events related to the procedure or implant malfunction include, but are not limited to: · loss of stent graft function arising from, for example, improper component placement or deployment, component migration, occlusion, infection, loss of integrity requiring surgical revision, perforation and endoleak; risk analysis review: lombard medicals hazards risk analysis has been reviewed and type 1a endoleak is listed in lombard medical hazard analysis section a.1. No further update is required. Lombard medical has performed over (B)(4) cases to date and the current event rate for type 1a endoleak is within clinical expectations. Conclusions: the risk / benefit remains acceptable however lombard medical will continue to track and trend in accordance to quality system procedures. Lombard medical now intends to close this complaint. Device not returned to the manufacturer.

Event description:
Receipt record 1: a type 1a endoloeak persisted after deploying a main body stent graft and proximal cuff. Rather than use further endovascular techniques to resolve the leak, the physician decided to explant the devices and surgically repair the aaa. Receipt record 2: a 34mm diameter 56mm long proximal cuff was implanted in an attempt to resolve a type 1a endoleak. Due to the position of the primary stent graft ((B)(4)) and the neck anatomy, the cuff was rotated with its proximal front and back jaws covering the fishmouth troughs of the main body. On deployment, it was observed that the cuff distal peaks had deployed in the top of the main body ipsilateral limb. On subsequent angiographic checks, delayed contrast flow was observed to flow down the contralateral leg. Implants used in this case: (B)(4).